Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level ranged from 80-180 mg/dl.